Manufacturer narrative:
Device evaluation: the lens was returned in liquid in lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -10.0 diopter, in the patients left eye (os) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting, loss of best corrrected visual acuity (bcva), elevated intraocular pressure and blurred vision. The lens was exchanged for a shorter lens and the problem was resolved. The reporter indicated the cause of the event was due to recommended lens was too large.